Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6) 2015, the tulip of the 6.5mm x 55mm s-lok polyaxial screw ((B)(4)) cross threaded when providing final torque to the s-lok cap screw. The screw was removed and replaced with another polyaxial screw of the same part number. A delay to the procedure of 20 minutes resulted.

Manufacturer narrative:
Device problem already known, no evaluation necessary. A trend for tulip head splay in the dominican republic was previously identified and a CAPA was initiated for further investigation. Investigation identified that all complaints received reporting tulip head splay and inability to torque the locking screw received from the dominican republic illustrate failures of the system consistent with cross-threading. Training of the distributor and/or surgeon will be performed by a precision spine, inc. Representative.